Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after they experienced an elevated blood glucose (bg) level of 300 (mg/dl) and mild ketones. While in the ER the customer was treated with insulin injections. The customer left the emergency room a few hours later with bg levels between 220-240 (mg/dl); however, bg levels increased to 300 (mg/dl) again. The customer then used an alternate pump for insulin therapy for a few days, then resumed therapy with their tandem pump. Due to the event occurring in the past, troubleshooting with tandem technical support was unable to be performed.